Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "no audio" condition was confirmed during evaluation. Evaluation found the device to have no audio due to a failed speaker. The rear case assembly (including the speaker) was replaced.

Event description:
During baxter's functionality testing it wsa found that a spectrum pump had a no audio condition. There was no patient involvement.